Event description:
It was reported that the ilet device screen was cracked and became unresponsive; the caller attempted a restart via the app but could not unlock the device, consistent with a device fracture involving the touchscreen. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed a stress-related issue consistent with a cracked touchscreen and categorized as a device fracture of the touchscreen. It was concluded, based on previously established findings for similar reports, that the cause was traced to user. Thank you for the timely report.